Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens did not advance properly within the cartridge and became stuck in the injector. Surgeon confirms lens stuck was due to the injector used.the procedure was completed with another iol. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of the shooter was advancing passed the lens and lens did not advance; therefore, the condition of the product could not be verified.no lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).